Event description:
The user facility reported that the involved dialyzer's casing cracked during their re-processing procedure while being prepared for re-use. There was no pt involvement with this event. The dialyzer had been used for one dialysis treatment previously without incident.